Event description:
Same as manufacturer's report # 6000093-2006-00632 tap it was reported that 158 days after implantation of a 2.50x24mm and a 2.50x16 mm taxus express2 drug eluting stent, in-stent restenosis occurred. During the initial procedure, the target lesions were located in the mid distal left anterior descending (lad) artery and the obtuse marginal (om) branch of the circumflex artery. The om had a pre-intervention stenosis of 60% proximally and 99% in the mid portion of the vessel. The lad had pre-intervention stenosis of 80%. After balloon dilation , a 2.50x24 taxus stent was deployed in the om and a 2.50x16 mm taxus stent was deployed in the lad, a post-intervention stenosis of 0% was reported for both lesions. No information was reported concerning pt medications used before, during or after the procedure, or pt complications. The pt presented 158 days after the initial procedure with an in-stent restenosis of 90% in the om and 75% in the distal lad. A 2.50x24 mm taxus stent was deployed in the om and a 2.50 x 24 mm taxus stent was deployed in the lad. A post-intervention stenosis of 0% was reported for both lesions. No information was reported concerning pt complications.